Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of u-02 error at startup of the erbe was confirmed and reproduced. The unit was placed on an in-house system, was run in normal mode and failed testing. The unit will be returned to the original equipment manufacturer for repair. A review of the remotefe procedure log showed no procedure were performed on sk3699 on (B)(6)2022. Additionally, a benign hysterectomy was performed using sk3699 on (B)(6)2022. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed iesu error u-02 related to a checkmaster failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the integrated electrosurgical unit (iesu) not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called for assistance with connecting the ligasure bovie device. According to the report, the customer attempted to connect the energy activation cable and got a generator error message from the integrated electrosurgical unit (iesu) erbe generator. The technical service engineer (tse) confirmed that the customer was using an si energy activation cable. The tse informed the customer that the ligasure generator may work if the customer connected the ligasure foot pedals for energy activation. The surgeon elected to convert the procedure to laparoscopic surger with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.